Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. The customer's blood glucose was 500 mg/dl. Customer stated they treated high blood glucose with insulin pump. Customer declined troubleshooting for high blood glucose readings. The device will not return for the analysis.